Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer reported that the emergency medical services were also called. The customer's blood glucose was 40 mg/dl at the time of incident. The customer reported that the had blood glucose of 114 mg/dl. The customer's blood glucose was 261 mg/dl at the time of call. The customer reported multiple sensor issues. The insulin pump will not be returned for analysis. The sensor was returned for analysis.